Event description:
According to the customer: "blood leakage from de-airing membrane connector" (B)(4).

Manufacturer narrative:
Every oxygenator - produced by maquet (B)(4) - possesses a de-airing port located at the blood inlet side of the device. For this purpose a hydrophobic pfte (poly-tetra-fluoro-ethylene) membrane, which is laminated on polyester fleece, is welded onto a de-airing connector. This combination is fixed to the oxygenator by gluing. Due to leakage of liquids through the de airing membrane, both the number of customer complaints and the oxygenator production failure rate, increased considerably during the last years, particularly since 2013. Root cause analysis- to date investigation actions continue, however some findings are already available. Experiments could demonstrate that rough handling during welding as well as poor storage of the de-airing connectors can result in leakage. The first measure against leakage has already been addressed with manufacturing stackable storage boxes with cavities for 150 de-airing connectors in each case. The new storage boxes are utilized since 2016-02-01. Since that time more than (B)(4) oxygenators were manufactured and tested in the pressure test unit regarding integrity. Leakage of the de-airing membrane was found in less than (B)(4) percent of the oxygenators. In the preceding 4 weeks in 2016 the production failure rate due to leakage of the de-airing membrane was nearly (B)(4) percent. In 2015 the average was (B)(4) percent. Additional corrective actions will be implemented as soon as the root cause analysis is completed.

Event description:
(B)(4). This is a follow-up- 2 report for the initial that was originally submitted as 8010762-2015-00469 on may 19, 2015 and follow-up 1 report submitted on october 5,2015.

Manufacturer narrative:
The manufacturer determined so far that the de-airing membrane becomes permeable for fluids (priming solution / blood) . The investigated customer complaints showed nonconforming areas in the membrane body as well as week bonding between the membrane and oxygenator as most probable cause. Therefore maquet cardiopulmonary (B)(4) has initiated a CAPA process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. Determining the root cause is still under investigation. A supplemental medwatch will be submitted as soon as further information becomes available.

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints showing a similar malfunction and an internal process ((B)(4)) was initiated to determine the most probable root cause and to implement the appropriate corrective action. This data is being handled through a designated maquet cardiopulmonary tracking and trending process. Abbreviation mrb: material review board.